Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2026, during initial insertion of a central venous catheter (cvc), resistance was encountered when aspirating from the white (medial) luer hub extension line, while the other lumen remained patent. The affected device was removed and replaced with another device, which functioned as expected. The procedure was completed without further issue. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine." No additional medical intervention was required.